Event description:
In 2009, pt's mother reported the pt is having elevated blood glucose levels today and believes it is due to the buttons on her infusion device. Mother reported pt's blood glucose ranged from 419 mg/dl to 498 mg/dl while at the school nurse's office and was given insulin every 15 minutes. Mother stated when she picked the pt up her reading was 500 mg/dl. Pt's normal blood glucose range is 200 - 300 mg/dl. Had mother check the history on the infusion device; determined that the boluses she was being given while with the nurse were not delivered. Attempted to deliver a bolus and the down button did not respond. Mother is unsure of how long this has been happening and is unsure if the pt was aware or not. Product was replaced and requested return of suspect product for evaluation.